Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty and stenting, a powerflex pro stent ruptured at two to three atmospheres. The target lesion was external iliac artery. There was 95% stenosis with heavy calcification and moderate tortuosity. First, a stent was placed in the lesion. For post dilatation, the powerflex pro was delivered to the target lesion. During the dilatation, it ruptured at two to three atmospheres. The balloon was removed from the patient, and another balloon was used to conduct the dilatation of the lesion. The procedure finished successfully. The device was stored, inspected, handled and prepped according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The type of contrast media used is unknown as is the contrast to saline ratio. The type and brand of inflation device that was used during the procedure is unknown; however, was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. It was not indicated whether or not there was any difficulty advancing the balloon catheter through the vessel, crossing the lesion or if there was an acute bend. There was no patient¿s injury reported. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. An axial burst was found in the balloon. No other damages were noted in the device. A leak test was not performed due to the balloon condition. Analysis results showed that the balloon¿s external surface does not exhibit evidence of scratches or any damage; the balloon internal surface exhibited no evidence of damage as well. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported ¿balloon ¿ burst at/below rbp¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review there are vessel characteristics (heavy calcification and moderate tortuosity that may have contributed to the event reported. Neither the DHR nor the information available suggests that the difficulty experienced by the customer could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
The site indicated that during a percutaneous transluminal angioplasty (stenting) an 8x40mm powerflex pro stent ruptured at 2-3atm. There was no patient's injury reported. The balloon was removed from the patient and another balloon was used to conduct the dilatation of the lesion. The target lesion was external iliac artery. There was 95% stenosis with heavy calcification and moderate tortuosity. First, a stent (epic, boston scientific) was placed in the lesion. For the post dilatation, powerflex pro (8.0/40mm: complaint product) was delivered to the target lesion. During the dilatation, it ruptured at 2-3atm. Therefore, the balloon was removed from the patient, and another balloon was used to conduct the dilatation of the lesion. The procedure finished successfully. The product will be returned for analysis.